Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the balloon catheter was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the catheter "popped out" of the coronary sinus (cs) - which may have caused the cs dissection - rather than the balloon catheter, which was still in the cs, but kinked. It was also reported that no additional treatment for the dissection was necessary as it was self-healing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure for a left ventricular (lv) lead, the balloon catheter became kinked in the coronary sinus and a dissection occurred. The physician elected to implant an implantable pulse generator (ipg) because a lv lead could not be placed. No further patient complications have been reported as a result of this event.